Event description:
A report was received on (B)(6) 2022 from the home therapy nurse (htn) of a 44 year old male patient with a medical history of multiple comorbidities and end stage renal disease and who was approved for performing solo home hemodialysis therapy, stating the patient expired during a hemodialysis therapy session on (B)(6) 2022. Additional information was received on 07 dec 2022 from the home therapy nurse (htn) who confirmed the patient was found expired by a family member while connected to the device. Emergency medical services (ems) was called and cardiopulmonary resuscitation (CPR) was performed until ems arrived, upon which the patient was pronounced on the scene.

Manufacturer narrative:
The device was not received for evaluation. All devices must meet all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).